Event description:
It was reported, the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was 341 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised of a possible infusion set issue. The mother also stated they were able to resolve the no delivery alarm with a complete set change in the past. Customer will be returning their products for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.